Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Troubleshooting was declined by the customer and the insulin pump will remain in use.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received display light dimmed, the face(screen) had came off, device would not gave bolus, louder rewind, overflow alert, unexplained no delivery alerts .no harm requiring medical intervention was reported. It was unknown about troubleshooting was performed. Customer will discontinue to use the device. The product will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed the self test due to appearance of pump error 63 alarm. The pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locked properly into the reservoir compartment, however, cracked retainer ring was noted during visual inspection. No delivery alarm was noted during testing. Back light anomaly was not noted during testing. Pump communicated properly with test contour link meter, no lost meter alarm was noted. Successfully downloaded pump history files and traces using thus software. Pump alarmed two no delivery alarms found on (B)(6) 2022 at 13:59:42.000, and 15:19:56.000 during bolus. Pump alarmed a pump error 63 (variable #: 03) alarm during testing on 04/17/2023 at 09:13:53.000. Pump was cut open to perform visual inspection and found a broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd, and moisture damage on pcba 1, motor flex cable, and the force sensor. The following were also noted during visual inspection: scratched case, overlay missing, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, cracked retainer, label damage, battery cap contact missing, corroded battery tube, corroded battery tube spring, broken reservoir tube lip, minor scratches on the lcd window, and missing display window/cover. Back light anomaly, no communication with meter, rewind anomaly, and no delivery alarm were not confirmed during testing. Cosmetic damage was confirmed at the display and keypad. Battery cap contact missing was confirmed during visual inspection. Pump error 63 was confirmed due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.